Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump buttons was not responding. Customer¿s blood glucose was 19.1 mmol/l at the time of incident. Customer stated that pressing menu button does not take them to the menu screen. Customer stated using the up arrow does not allow them to navigate screens. Customer stated using the down arrow does not allow them to navigate screens. Customer stated that troubleshooting was performed for keypad anomaly. Customer stated that buttons was not responding during easy bolus attempt. The insulin pump will not be returned for analysis.